Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Sc-1110-02 / (B)(4) device evaluation indicated that the device passed all tests performed. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-2218-50 /(B)(4) device evaluation indicated that the device visual inspection revealed that the e8 of the proximal was flattened by a setscrew which appeared to be tightened wrongly during the procedure. Continuity test confirmed that all cables were intact. Sc-2218-50 / (B)(4) a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.